Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. There was blood/body fluid on the outer tubing overlay, the lobe was distorted/bent, there was blood in/on the lobe mechanism, and the lead was damaged at implant.

Event description:
It was reported that during the implant after the left ventricular lead was placed and tested, the patient tried to sit up, became combative, and the lead dislodged. The lead was not repositioned due to the patient's inability to cooperate, so the lead was removed. No patient complications have been reported as a result of this event.